Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Reportedly, the customer changed pump supplies to resolve the issue. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer delivered a correction bolus, administered a manual injection of insulin, and changed the infusion set to address high bg.